Event description:
Customer reported that while a nurse was manipulating the light, the spring arm struck the lighting suspension's end cap (a.k.a. Bumper) knocking the bumper into the sterile field. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device. He replaced the bumper with a new one, secured it to the suspension with screws and returned the unit to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the end cap. The powerled series operating manual includes a verification of the bumpers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4)provides product failure investigation, analysis and resolution for the device described in this report.